Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at 9:00 pm. The patient claimed obtaining blood glucose readings of "150, 222 and 274 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient manages his diabetes with insulin (self-adjuster). In response to the alleged inaccurate results, the patient claimed he took an additional 2 units of novolog insulin. The patient claimed he "almost passed out, almost got in a coma" on (B)(6) 2020 at 10:00 pm. The emergency medical services (ems) were contacted for assistance. The patient claimed he was treated by the paramedics with a sugary drink and that a reading of "87 mg/dl" was obtained on the paramedic's device after treatment when he felt better. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking additional insulin based on alleged inaccurate results obtained with the subject meter.